Event description:
Customer reported via phone call that he was having trouble with his insulin pump. His blood glucose levels consistently stayed above 400 ml/dl, and escalated to 600 ml/dl. Customer stated that the blood glucose at the time of the event was 590 mg/dl. He stated that he didn't experience symptoms of high blood glucose. Troubleshooting for high blood glucose was initiated; however, it was not completed because the customer discovered a bent cannula. The device was not returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).